Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted that the distal tip of the catheter had detached and remained in the pt's small intestine. The detached catheter segment was successfully retrieved with a snare. No pt complications were reported in this event. This device has not been rec'd for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met it specs. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."